Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and foot detachment were confirmed. Difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and foot detachment were confirmed. Difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the electronic perclose proglide instructions for use (eifu), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to remove the device was circumstantial and likely occurred due to interaction with the patient calcification. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using proglide devices with a 6f sheath after a percutaneous coronary interventional procedure. Reportedly, the first device had a miss fire ¿cuff miss¿ a second device was attempted but also had a miss fire ¿cuff miss,¿ there was resistance removing it and excessive force was used causing the footplate to brake upon removal. An angiogram was performed, and the footplate was not visible. In additional a visualization of the lower extremity was done; however, the location of the foot is unknown. The attempt to remove the device caused pained in the patient. Versed and fentanyl were given to treat the pain. Tissue damage was noted and was treated via contralateral approach post dilation with a balloon. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.